Event description:
Lighted breast retractor was placed on patient by surgeon in between uses. Staff noticed the retractor and picked it up and there was noted a superficial burn on her midline chest approximately 0.5 inches by 1.0 inches. Surgeon was aware. Ointment was applied. Post-op clinic visit - site noted to be healing.what was the original intended procedure?bilateral breast capsulorrhaphy and exchange of bilateral breast tissue expanders, placement of permanent bilateral silicone breast implants.device #1is this a laboratory device or laboratory test?no.